Event description:
A patient underwent a robotic video-assisted thoracoscopic (vats) convergent procedure. During posterior wall ablation, the patient experienced a sudden drop-in heart rate followed by hypotension, culminating in cardiac arrest. Cardiopulmonary resuscitation was initiated, and an atrial pacing wire was placed. Due to hemodynamic instability, extracorporeal membrane oxygenation (ECMO) was required to facilitate transfer from the operating room to the intensive care unit. The planned procedure was ultimately aborted and the patient expired 11 days after the event. With the information provided, it is not possible to definitively determine if the atricure device caused or contributed to the patient's adverse event. Therefore, we are reporting the event per part 803 requirements. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.